Event description:
It was reported that an undefined issue occurred when the customer was attempting to charge the pump. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information.